Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a pinhole on channel tube, water tightness is lost, adhesive on bending section cover has a chip, due to damage, angulation lever does not move smoothly. In addition, control unit has a scratch, control unit has discoloration, and connecting tube has a dent. Finally, eyepiece has a scratch, eyepiece has discoloration, diopter ring has a scratch, scope cover has a scratch, grip has a scratch, venting connector under grip is shaved, up/down angulation lever plate has a scratch, angulation lever has a scratch and indication on light guide connector is unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, fiberscope exhibited that connecting tube coating was peeling (1mm squared or more). There were no reports of patient involvement.